Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. The set screw and grommet were missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the superior vena cava (svc) set screw in the device port would not engage; in fact, it was missing. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.